Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had migrated and it was also noted that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure was doing well postoperatively. The explanted ipg will not be returned.